Event description:
On (B)(6)2022, the customer alleged to medela llc that her pump in style max flow has not been working well. The customer alleged that the battery pack works with the pump but the power supply is not working. Additionally, the customer alleged that she was diagnosed with mastitis on(B)(6)2022 and is on medication.

Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 4/7/2022, the customer indicated that the replacement pump was working well and that she was better. The device was returned with the customer¿s power supply and evaluated on 4/12/2022. The customer¿s pump turned on with the customer¿s power supply but powers off if it is not held correctly. It was determined in the evaluation that the transformer plug is loose in the dc jack on the pump. The customer¿s report of a power issue was confirmed. No problem found with suction when tested. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.